Event description:
As reported in the legal brief, the patient underwent placemen of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and occlusion of the ivc filter. Additionally, the filter can no longer be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the filter was placed as treatment for recurrent deep vein thrombosis. The patient was reported to tolerate the index procedure without evidence of complications. The ppf indicates that the patient has experienced perforation of ivc, perforation of filter struts into organs, migration of fractured struts, tilt of the device, clotting related to the device, occlusion of the ivc, and continues to experience anxiety related to the device. The patient is reported to have undergone unsuccessful removal attempts of the device 8 years and 5 months, 9 years and 5 months, and 9 years and 7 months post implantation. Additionally, the ppf indicates that there was a removal attempt of a fractured strut(s) 7 years and 5 months post implantation. The information provided for the fractured strut removal was conflicting as to the result of the procedure. Medical records for the removal attempts were not provided for review.   Additional information received per the discovery form (df) states that the patient experienced the following: pulmonary embolism, back pain, chronic rectal bleeding and depression.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a1, b4, b5, d1, d4, d11, g4, g7, h1 and h2. Continuation of section b5: as reported, the patient underwent placemen of a trapease inferior vena cava (ivc) filter. Per the patient profile form (ppf), the filter was placed as treatment for recurrent deep vein thrombosis. The patient was reported to tolerate the index procedure without evidence of complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and occlusion of the ivc filter. Additionally, the filter can no longer be removed. The ppf indicates that the patient has experienced perforation of ivc, perforation of filter struts into organs, migration of fractured struts, tilt of the device, clotting related to the device, occlusion of the ivc, and continues to experience anxiety related to the device. The patient is reported to have undergone unsuccessful removal attempts of the device 8 years and 5 months, 9 years and 5 months, and 9 years and 7 months post implantation. Additionally, the ppf indicates that there was a removal attempt of a fractured strut(s) 7 years and 5 months post implantation. The information provided for the fractured strut removal was conflicting as to the result of the procedure. Medical records for the removal attempts were not provided for review. Additional information received per the discovery form (df) states that the patient experienced the following: pulmonary embolism, back pain, chronic rectal bleeding and depression. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. The IFU states filter fracture, migration, retrieval difficulty and perforation are potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and thrombosis within the filter do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain and depression do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed nor could the root cause of the events be determined. Given the medical information that has been provided, rectal bleeding is most likely associated with anticoagulation therapy and not related to the function of the filter. Review of the limited information available at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data section e2: health professional? No.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placemen of a trapease inferior vena cava (ivc) filter on or about (B)(6) 2006. Per the patient profile form (ppf), the filter was placed as treatment for recurrent deep vein thrombosis. The patient was reported to tolerate the index procedure without evidence of complications. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture and occlusion of the ivc filter. Additionally, the filter can no longer be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The ppf indicates that the patient has experienced perforation of ivc, perforation of filter struts into organs, migration of fractured struts, tilt of the device, clotting related to the device, occlusion of the ivc, and continues to experience anxiety related to the device. The patient is reported to have undergone unsuccessful removal attempts of the device 8 years and 5 months, 9 years and 5 months, and 9 years and 7 months post implantation. Additionally, the ppf indicates that there was a removal attempt of a fractured strut(s) 7 years and 5 months post implantation. The information provided for the fractured strut removal was conflicting as to the result of the procedure. Medical records for the removal attempts were not provided for review. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture, migration, retrieval difficulty and perforation are potential complications of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed nor could the root cause of the events be determined. . Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date of the device is unknown. Complaint conclusion: as reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the plaintiff. Including, but not limited to, fracture and occlusion of the ivc filter. Additionally, the filter can no longer be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be take.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2006. The filter subsequently malfunctioned and caused injury and damages to the plaintiff.  Including, but not limited to, fracture and occlusion of the ivc filter. Additionally, the filter can no longer be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.